Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call for low blood glucose. Blood glucose at the time of incident was 23 mg/dl. Current blood glucose was 219 mg/dl. Customer stated last night my wife has two massive blood glucose of 22 mg/dl. Customer performed troubleshot for low blood glucose everything seemed to be fine on the insulin pump. Customer declining to troubleshoot for high blood glucose. Patient has treated low blood glucose with food and glucose tablets. Patient has been experiencing low blood glucose for 4 hours. Based on customer report customer does not allege pump was over delivering. Customer reported that after all that sugar she went up to 360 mg/dl because she was without insulin. Customer treated high blood glucose with bolus correction. Customer treated low blood glucose with soda glucagon shot and 3 tablespoon of sugar. The insulin pump will not be returned for analysis.